Event description:
On (B)(6) 2013, (B)(6), reported cardiohelp unit (B)(4) displayed battery 1 needs service. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet service technician evaluated cardiohelp unit on-site and confirmed battery 1 error message. Technician switched battery positions and the message was eliminated. The device was tested to factory specifications and passed all tests. (B)(4).